Event description:
It was reported that surgical time was extended 30 to 45 mins due to breakage of the instrument. This breakage occurred due to excessive tightening by the surgeon. Although a back-up device was available, the surgeon disassembled the broken cutting block and chose to proceed with using the broken instrument in the surgery. The block was placed back through pre-drilled pins and case proceeded on as usual. There is a possible issue with tibial resection not being in the correct orientation i.e. Greater than 3 degree slope and possibly in varus.